Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 93.5 cm. The reported events of stylet became stuck in the lead and lead separated apart at the proximal end were confirmed. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal to the connector pin. The cause of the reported event of lead separated apart at the proximal end was isolated to procedural damage. The cause of stylet became stuck in the lead was isolated to bunching of the stripped stylet ptfe coating and inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09583. It was reported that the patient presented for an implant procedure. During the procedure, the stylet kinked and became stuck in the left ventricular (lv) lead. When attempting to remove the stylet, the lead separated apart at the proximal end and was removed. A second lv lead was placed, but that lead dislodged 3 times. The lead was removed. The patient was in stable condition.